Manufacturer narrative:
Report date: 12feb2019. Date rec'd by MFR: 04feb2019. The power management (pm) printed circuit board assembly (pcba) was received at philips for evaluation. The battery was not returned. Visual inspection of the pm pcba revealed no signs of damaged or contamination. The pm pcba was installed to a good test ventilator. The test ventilator was tested. The reported condition was not verified. The test ventilator operated within the manufacturing specifications. There was no product deficiency found. The product meets specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/26/2018. Philip's field service engineer (fse) found the unit would not recognize that the battery was connected. The internal battery icon would appear and go away. The fse checked the battery connection and found the pin for a wire was not fully seated. The fse reseated the pin. The issue was resolved. The internal battery and power management (pm) printed circuit board (pcb) were replaced as a precautionary basis only. The ventilator passed all tests and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator had a battery failure message displayed. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.